Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed "years ago" due to infection. The date of removal and previous surgeon name are unknown. An ams700 18cm cx cylinder/pump and 65ml reservoir were implanted with "result good". No patient complications were reported in relation with this event.